Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, g4, h1, h2, h3, h6, h10. Reported event was considered confirmed as the medical records stated significant metallosis and poly wear was noted. Device history record was reviewed and no discrepancies relevant to the reported event were found. The cause of the reported issue is attributed to excessive wear; however, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (UDI): n/a. Concomitant medical product: catalog #: 32810502704, interchangeable humeral assembly, lot # 62748297, catalog #: 32810504301, interchangeable ulnar assembly plasma sprayed, lot # 62748297. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01747, 0001822565-2020-01749. Location unknown.

Event description:
It was reported that a patient had an initial left total elbow arthroplasty performed approximately 5 years ago. Subsequently, the patient was revised about 2 years ago due to pain. During the revision, significant metallosis and poly wear were noted. The ulnar and humeral poly bushings were replaced without complication. No additional information is available.